Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the segment steel braid broken, the forward body cover broken, the handle broken, the remote control buttons perforated, the light guide cable buckled, the us connector cable buckled, the us connector/junction cable (short) buckled, the lg cable connector corroded, the biopsy inlet piece deformed, the deflector washing socket deformed, the bending rubber leak, the remote control buttons leak, the handle loose, the distal body worn out, the insertion flexible tube (ift) bump, the suction channel kink, the bending rubber pin hole, and the operation channel faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.